Event description:
It was reported that this 980 ventilator failed the short self test (sst) with an "inspiratory auto zero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the short self test (sst) with an "inspiratory auto zero solenoid not operational" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Additionally sp replaced two rechargeable batteries as the unit will be alerting users that they have reached their 3 year limit. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. The ventilator passed all tests and calibrations according to the manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected and no anomalies were observed. The part was attached to the test ventilator and powered up but failed the circuit pressure test with "inspiratory autozero solenoid not operational" of the extended self test after a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty autozero solenoid (so1) in the ifm pcba. The event is included in a trending and m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.